Manufacturer narrative:
No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. The site reported that the issue has not repeated since the original occurrence. Site has not confirmed service.

Event description:
A site representative reported that, while outside of a procedure, the wireless trackers on the imaging system could not be viewed by the navigation system being used. It was reported that a second medtronic navigation system could view the trackers. There was no patient present when this issue was identified. No additional information was provided.